Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2011. On (B)(6) 2011, it was reported that the ipg became difficult to locate using the charging system. The charging system was replaced. Attempts to obtain additional information regarding the pt's condition and/or device status were unsuccessful. No further pt complications were reported.